Manufacturer narrative:
It was reported that a spark was generated from the cautery device while making an incision to excise a superficial melanoma. There was no injury or medical treatment provided. The account did not provide many details regarding this incident but they stated that covidien was already notified and a covidien representative was at the account to investigate this incident. This device is a component in a custom surgical pack and is manufactured by covidien. As the manufacturer of the device, covidien will identify a root cause and will make the determination if any corrective action is indicated.

Event description:
It was reported that a spark was generated from the cautery device while making an incision to excise a superficial melanoma.